Event description:
Spacelabs received a report of failure to alarm for ventricular ectopy on the command module. (B)(4).

Manufacturer narrative:
No pts were injured as a result of this event. Spacelabs is evaluating the reported event and will file a follow-up report when our evaluation is concluded.

Manufacturer narrative:
It was reported that the patient had three separate episodes of ventricular tachycardia (v-tach) during a twelve hour period. The customer stated that the spacelabs monitor failed to alarm at the central station and at the bedside monitor, even though the monitor screen was displaying an abnormal waveform. The customer stated the alarm was confirmed to be ¿on¿ and correctly set (confirmed by printout of the alarm settings), but there was no audible alarm. Spacelabs was not made aware of this incident until november 4, 2013, more than 30 days after the occurrence. Because of this delay we were not able to obtain any patient monitoring system data to review. We were not provided the serial numbers for the involved product(s), nor did the hospital provide a room number or bed number associated with the incident or the printouts for the alarm settings. For these reasons, it is not possible to confirm the reported allegation or determine root cause. We have no way of determining if the alarm audio was turned down or off by the user. The customer continues to use the product on patients. We continue to monitor product complaints and work closely with our customers to offer our support as necessary. This report is considered final and the issue closed.

Event description:
Spacelabs received a report of failure to alarm for ventricular tachycardia (v-tach) on an xprezzon (91393) bedside patient monitor. No one was injured as a result of this event.